Manufacturer narrative:
The device is currently held at the user facility and has not been returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The instructions for use (IFU) was reviewed. The IFU provides the appropriate instructions on device usage, warnings and precautions; no update is required. Based on the review completed, there is no evidence to suggest the device was out of specification. It is unk whether repositioning of the device and/or complex (tortuous/highly calcified/scarred) anatomy resulted in the fracture. The root cause, based on available information, is unk as it cannot be definitively determined.

Event description:
This was an interventional case. Tortuosity, highly calcified iliacs, and scarring were noted. The procedure proceeded as planned until guidewire insertion. Multiple attempts to place the guidewire were made, including repositioning the device, without success. Fluoroscopy revealed the device body fractured and the latchwire remained in the femoral artery. Pressure was held above the puncture site to hold the latchwire in place. Several attempts to retrieve the latchwire using forceps were made without success. A sheath was placed. After several attempts, the latchwire was successfully retrieved using an en snare device. The pt was discharged (B)(6) 2014 and recovered without further sequelae.